Manufacturer narrative:
E1:patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4). Event occurred in united kingdom on (B)(6)2024, it was reported that the patient encountered infusion set tubing detachment the site of insertion was abdomen. No further information available .